Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch record is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of th procedure and is noted within the dfu. (B) (4).

Event description:
Same case as MFR report #: 2134265-2010-00813, -00992. (B) (6). It was reported that following a coronary artery drug eluting stenting treatment procedure the patient developed congestive heart failure. Three unknown size taxus express2 stents were placed in the mid rca (right coronary artery) in (B) (6) 2008. In (B) (6) 2009, the patient developed congestive heart failure requiring hospitalization and medications. Millisrol and lasix were given, the patient condition improved, and the patient was discharged 15 days later. The one year follow up showed no angina symptoms.